Event description:
On 18-sep-2025, it was reported by a caregiver that on (B)(6) 2025 the end-user was found deceased while using the ilet bionic pancreas system. The death certificate listed diabetic ketoacidosis (dka) as the immediate cause of death.

Manufacturer narrative:
The device history record review confirmed the ilet passed all manufacturing specifications prior to release. No product was returned for evaluation. Engineering log analysis is available through on (B)(6) 2025; no device data are available for on (B)(6) 2025, the date of death being on (B)(6) 2025. Within the available period, the ilet functioned as intended and recorded expected alarms. On (B)(6) 2025, the device registered an ¿insulin, out of drug¿ alarm at approximately 18:43 with cgm glucose around 340 mg/dl. At approximately 22:06 the user performed a cartridge rewind and tubing fill with no infusion-set change recorded, and insulin delivery was subsequently manually paused and not resumed. Cgm data from the user¿s linked report show glucose values declining to <40 mg/dl late on (B)(6) 2025, followed by a prolonged period of hyperglycemia beginning early on (B)(6) 2025. The death certificate lists diabetic ketoacidosis as the immediate cause of death with manner of death noted as natural. The medical examiner informed the user¿s family that post-mortem samples were significantly degraded and that hypoglycemia or hyperglycemia at the time of death could not be definitively determined. Based on available data, no malfunction of the ilet system was identified. The event chronology indicates insulin delivery was suspended and not resumed prior to the onset of prolonged hyperglycemia. The available evidence supports normal ilet performance through the last recorded data. Because the device was not returned and data do not extend beyond on (B)(6) 2025, the exact circumstances surrounding the death cannot be determined. Should additional information or a product return become available, a supplemental report shall be submitted.